Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. On-site inspection found that the pim pneumatic module was faulty. The customer decided to repair unit themselves. However, the customer informed that the device has not been repaired yet and also hasn't been used. It was replaced with a backup machine.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) device failed to automatically inflate. The customer immediately stopped using the device and replace it with backup device. There were no patient harm reported.